Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report#: 2134265-2017-07362. It was reported that during a percutaneous transluminal coronary angioplasty, removing difficulty and catheter entrapment occurred. The target lesion was located in the tortuous and calcified left anterior descending artery and circumflex artery. A 3.50x15mm nc emerge mr balloon catheter was advanced to the lesion and inflated as usual without any problem. During withdrawal a lot of resistance was felt and the device had to be removed with the samurai guidewire together. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There was no damage or irregularities to the device. The guidewire used in the procedure was not returned for analysis, so functional testing was performed with a test .014¿ guidewire. The guidewire was inserted into the tip of the catheter and advanced with no issues. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID# (B)(4) / tw# (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-07362. It was reported that during a percutaneous transluminal coronary angioplasty, removing difficulty and catheter entrapment occurred. The target lesion was located in the tortuous and calcified left anterior descending artery and circumflex artery. A 3.50x15mm nc emerge mr balloon catheter was advanced to the lesion and inflated as usual without any problem. During withdrawal a lot of resistance was felt and the device had to be removed with the samurai guidewire together. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.